Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to have recorded a high out of range right ventricular (rv) lead shock impedance measurement. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend reports. Upon review, the presenting electrogram (egm) only showed the crt-d had recorded that single high out of range shock impedance measurement. It was suspected cause of the impedance issue to be due to oversensing. Ts recommended for an in-person visit be scheduled for isometrics and further device evaluation. Subsequently, during a follow up visit, the crt-d system was tested and evaluated. It was noted that patient appeared to be symptomatic and the egm showed device exhibit t wave oversensing. The physician will continue to monitor at this time. The crt-d and rv lead remain in service. No adverse patient effects were reported.